Event description:
It was reported the patient has not charged his scs ipg for at least 1.5 months and now the device is inoperable. The sjm representative confirmed the issue. A replacement charger did not resolved the issue. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.